Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: a pusher wire and coil were returned for analysis. The coil was inspected, while no damage was noted traces of blood were present on the coil fiber bundles. The pusherwire was broken in two at the proximal tfe (tetrafluoroethene). Dried blood was present. The coil zap tip, interlocking arm of the coil and the interlocking arm of the pusher wire were microscopically inspected and no anomalies noted. As the pusher wire was damaged not all dimensions could be measured. The dimensions that could were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 09jun2016. It was reported that the coil was unraveled. The target lesion was located in the moderately tortuous left internal iliac artery. A 3mmx6cm interlock¿ was selected for use. During the procedure, it was noted that the coil unraveled in a renegade2 microcatheter. The procedure was completed with another of the same device. No patient complications reported and patient's condition was good. However, device analysis revealed that the pusherwire was broken.